Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device was subsequently found during manufacturer¿s analysis to have its uplink test out of specification and its label missing its backing. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head uplink test was out of specification and it was further noted that its label was missing its backing. Concomitant product: product ID 229047 software analyzer. (B)(4).